Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the axes controller platform (acp). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The acp was installed, programmed and tested on the printed circuit assembly (pca) system where errors 32101, 32096, 23202, and 23210 were triggered at startup. To troubleshoot and verify the root cause of this reported event, the acp was tested with a known good gold unit. Power cycled the system 12 times with no error reported and let it idle for 1 hour in normal mode with no error triggered. The root cause is attributed to the acp.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, errors were occurring when selecting anatomy or moving the boom. The surgeon had converted to laparoscopic technique after the errors occurred. System logs confirmed high side switch faults reported by both axes controller platforms (acp) indicating a voltage failure. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the procedure was converted to laparoscopic surgery because the patient side cart would not move or work properly. The patient tolerated the change. The procedure conversion did not result in increasing port size incisions or adding additional ports. There was no injury to the patient. The customer did attempt to recover from the fault and perform a hard power cycle.